Manufacturer narrative:
Product was not returned to manufacturer. As it was discarded by hospital. No examination could be performed. The review of the traceability and the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested. Investigation still in progress.

Event description:
Mobi-c p and f us: disassembled during implantation. As reported " implant disengaged from peek during implantation" implant was removed and another device was used. No impact on patient state of health. "No delays unusual" according to the reporter. During the surgery : resistance was encountered with 5 mm trial and while inserting the 5 mm implant . There was no angulation employed during implantation. No x-rays provided. Surgery was completed with 6 mm height implant (initial implant with 5 mm height), as according to the reporter, the disc space was sufficiently expanded during initial implantation to warrant upsizing to 6 mm. Additional information requested

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to the manufacturer. The implant was scrapped by the hospital. No visual examination could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause of the event is a user error because the surgeon made a wrong choose on the size of the implant. However with available inputs this hypothesis could not been validated. The root cause is unknown with hypothesis of user error.

Event description:
Mobi-c p&f us : disassembled during implantation. Implant disengaged from peek during implantation. Implant was removed and another device was used. No impact on patient state of health. No delays unusual according to the reporter. During the surgery : resistance was encountered with 5 mm trial and while inserting the 5 mm implant . There was no angulation employed during implantation . No x-rays provided . Surgery was completed with 6 mm height implant (initial implant with 5mm height), as according to the reporter , the disc space was sufficiently expanded during initial implantation to warrant upsizing to 6mm. Additional information: in fact, distraction was sufficiently expanded. Appropriate amount of resistance was encountered during 5mm trial insertion - not too much, not too little. Level device was not used. Implant was correctly loaded on inserter, not overthreaded so as to prematurely loosen pin from cartridge.